Event description:
The manufacturer became aware of an allegation related to a bipap auto m device. The manufacturer received information alleging heart failure/heart attack. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 06/24/2024 and h11 is updated as: the manufacturer became aware of an allegation related to a bipap auto m device. The manufacturer received information alleging heart failure/heart attack. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.